Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that a patient was using the device with continuous diet infusion. When flushing with a 35ml syringe, the device breaks at the y-port, requiring replacement due to leakage of the diet through the ruptured site. No patient injury was reported.